Event description:
It was reported that the customer had leaking reservoirs. The customer stated that she had experienced elevated blood glucose levels. Subsequently, the customer stated that she removed the reservoir and found that it was leaking insulin past both o-rings and from the bottom. The customer then stated that she changed the reservoir but still had high blood glucose levels, which prompted her to check the reservoir again, where she found a leak in the same area. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.